Event description:
The patient had two devices placed during a "massive" abdominal wall reconstruction. While suturing in place, the device tore in two spots. The surgeon decreased the amount of tension applied and put suture in another area. The case was completed without any event. There is no serious injury with this event, but this event is being reported because there is a risk of serious injury if the malfunction were to reoccur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of evaluation: review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lot s10592. Results of evaluation: review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were 201 devices from lot s10592 distributed. As of (B)(4) 2011, there was one other clinical complaint reported to lifecell against this lot, for device deterioration. That event was evaluated as unrelated to the device. It was the opinion of the physician that improper seal of the wound vac contributed to the event. Conclusion: there is no serious injury with this event, but this event is being reported because there is a risk of serious injury if the malfunction were to reoccur.